Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: review of the black box data revealed one occlusion alarm recorded on (B)(6) 2016. The force at the time of the occlusion was ¿high.¿ on investigation, rewind, load and prime steps were successfully performed without alarm. The force sensor calibration failed; however, the force sensor resistance value was found to be within the required specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.